Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
After an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After completing the procedure and transferring the patient to the stretcher, a routine ultrasound was performed which revealed a tamponade. During the ultrasound, the patient's blood pressure decreased from 110 to 40. A pericardiocentesis was performed and approximately 350 ml was drained. The physician thinks the ablation catheter slipped into the diverticulum. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.